Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had a b30 scope communication error. There were no reports of patient harm and the issue was later able to be corrected and the device was working properly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. In speaking with the olympus technical assistance center (tac), the customer was recommended to clean the scope contacts with 70% isopropyl alcohol and to try to reseat the maj-1933 cable between the clv-190 and the cv-190 while the device is powered off. Tac followed up with the customer via email, and confirmed that the issue had been resolved, therefore the device would not be returned. The device was not returned to olympus for inspection, therefore the reportable malfunction could not be confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before an unspecified procedure, there was a 5 minute delay; however, the patient was not under anesthesia, and the intended procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to correct device information, based on additional information received from the customer. The customer has stated, the suspect device was the xenon light source and not the video system center, as previous reported. As a result, the following fields are being corrected: b5, d1, d2, d4 and h6 component code.

Event description:
It was reported, the xenon light source experienced a b30 scope communication error. There were no reports of patient harm. The customer was advised to power off the device, before inserting the scope. Then power on after scope was inserted. Additionally, the customer was advised to clean scope contacts with 70% isopropyl alcohol. And reseat the cable between the light source and the video system center. The issue was resolved.